Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1119321. Medical device expiration date: 2024-04-30. Device manufacture date: 2021-04-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the tubing clamp was missing. The following information was provided by the initial reporter. The customer stated: "the roller clamp that stops the flow of liquid is missing."